Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve severe calcification ranged from the annulus of the non-coronary cusp (ncc) to the left ventricular outflow tract (lvot). The valve deployment was performed to 80% while using controlled pacing. When the pacing was turned off, complete heart block (chb) occurred. The valve was recaptured and positioned to a shallower depth but the chb did not improve. As reported, there was no issue with the valve placement. Five days post valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.